Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the charge/discharge profile faults and service code 102 was isolated to contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. There was no death or adverse event associated with the monitor malfunction.

Event description:
5/4/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a patient's monitor was generating charge/discharge profile faults.